Manufacturer narrative:
G4: 04mar2020, b4: 04mar2020. The bezel assembly was returned for failure analysis. During a visual inspection, it was noted that the navigation ring surface was contaminated and discolored. There was also signs of dried fluid on the surface. The switch printed circuit board assembly (pcba) surface was also contaminated. The switch pcba connection at the j2 connector had discolored leads. During testing, the reported event was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
It was reported that the unit had a navigation ring failure. When the customer attempted to use the touchscreen to operate the unit, the values on the screen would "jump back and forth". There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. The unit was returned to service.